Event description:
It was reported that during total hip arthroplasty, the surgeon needed to remove a synthes distal femur nail and a proximal interlocking screw. The hardware was difficult to remove because of bony ingrowth. The hardware came out successfully, however the total hip was not performed. There were no consequences to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height reported as 188 centimeters. Event date: exact date of event occurred; event occurred in 2022. 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Medical products: part 450.810s, lot 4806054: release to warehouse date: july 13, 2004. Manufactured by: synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperatively to a total hip arthroplasty, the surgeon needed to remove a synthes distal femur nail and a proximal interlocking screw. The hardware was difficult to remove because of bony ingrowth. The hardware came out successfully, however the total hip was not performed. There were no consequences to the patient. This is report 2 of 2 for (B)(4).